Manufacturer narrative:
1038671-2024-03429 manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 114 months after a right knee replacement procedure, the patient underwent a revision procedure to address pain, discomfort, gait impairment, pool balance, difficulty walking, component loosening, soft tissue damage, bone loss, and prosthesis wear. No further issues or complications were reported. No additional information is available.